Event description:
Two rn's documented starting a new bag for a hydromorphone 10 mcg/ml bupivacaine 1 mg/ml epidural. Two days earlier, the order was for 3 ml demand, 15-minute lock-out interval, 80 ml limit over 4 hours, and basal rate of 4 ml/hour. This was a decrease three days earlier, when the order was for basal rate was 6 ml/hour. Per the epidural cadd pump log: on the first day of the event, reservoir volume was changed from 17.5 ml to 250 ml. 32 demand doses were attempted and completed (accounting for 96 ml). During this time-frame, there were no alarms noted on the cadd pump event log. On the second day of the event, run mode exited - delivery stopped (18 hours elapsed, accounting for 72 ml). Total used 168 ml, expected waste 82 ml, then the device was powered down. Patient's pain score was 4-5 on the first day of the event, increasing to 7 later in the day, and 8 on the next day. The team chose to discontinue the epidural that morning when the pump was powered down. Upon going to waste the remainder of the bag of 82 ml, the nurses found that the bag was still full containing 250 ml of medication. The entire device was taken to biomed for investigation. Upon investigation, it was noted that the line was occluded. However, the pump log did not show any occlusion alarms. Actions: biomed will calibrate and test the pump for functionality and appropriate alarming mechanisms. That week, the hospital was also using a different epidural set from smith medical than the usual epidural set, and this new set had an extra filter. Either way, the pump should have alarmed for occlusion.